Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced shortness of breath, respiratory distress and received target vessel revascularization. The patient presented due to stable angina. The 70% stenosed and 10mm long target lesion was located in the ramus with a reference vessel diameter of 3.0mm. The target lesion was treated with placement of a 3.0x12mm taxus liberte stent, resulting in 10% residual stenosis. The patient was discharged the following day on aspirin and prasugrel. (B)(6) 2012 - the patient presented due to shortness of breath and respiratory distress. The patient was diagnosed and treated for chronic congestive heart failure and referred for a stress test. Coronary angiography revealed 75% stenosis in the ramus just proximal to the 3.0x12mm taxus liberte stent. The ramus was treated with placement of a 3.0x12mm promus element stent, resulting in less than 10% residual stenosis. This event is considered resolved without residual effects and the patient was discharged the following day.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).